Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se with a 6fr sheath, after a diagnostic procedure. Reportedly, the sheath did not split completely; however the clip was deployed. The device could not be removed from the arteriotomy. The access ports were successfully use to remove the device. Manual arterial compression was used to achieve hemostasis. Once removed it was noticed that part of the end of the device was broken off, possibly the vessel locator wing. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported incomplete sheath split or the broken wing. It was observed that a shaft carving occurred at the time of device use that resulted in a complete sheath split and detached garage leaf. The cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method, against resistance. Per instructions for use: under closure procedure - do not advance the thumb advancer against excessive resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.